Manufacturer narrative:
The investigation is ongoing and the result will be reported when available. The manufacture internal complaint number is (B)(4).

Event description:
The patient experienced "medication required; vaginal discharge; inflammation; tissue erosion associated with device; chronic pain; discomfort" after the device was implanted.

Manufacturer narrative:
Investigation results: "an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished device lot number 3944397 (product code tvtoml), and nr-0198675 was found. Nr reviewer has reviewed the nr file and has concluded, based on the information available in the nr file, that nr-0198675 is not related to the reported complaint condition or identified malfunction. Expiration date : 30.apr.2024 manufacturing date : 24.may.2023" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable." The manufacturing number is c25-2991.